Manufacturer narrative:
The investigation determined that lower than expected vitros ammonia (amon) results were obtained from a vitros liquid performance verifier processed using vitros chemistry products amon slides lot: 1018-0257-6733 on a vitros 350 chemistry system. The assignable cause of the lower than expected vitros amon results is an instrument issue related to microslide incubator contamination. The results of a vitros amon within run precision test were not within expectations. Additionally, historical qc results were imprecise. The customer performed maintenance actions on the vitros 350 system which included cleaning the microslide incubator, replacing the evaporation caps and performing correction factors. Following maintenance actions, the results of a vitros amon within run precision test were within ortho acceptable guidelines.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros ammonia (amon) results were obtained from a vitros liquid performance verifier processed using vitros chemistry products amon slides lot: 1018-0257-6733 on a vitros 350 chemistry system. Vitros lpv ii lot: x9323 results of 136.0, 147.0 and 143.0 umol/l versus an expected result of 186.2 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros amon results were obtained when processing a control fluid during precision testing. No results were reported out of the laboratory. Ortho was not made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4).